Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Device evaluation: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified opening extended is found with the following conditions smooth edge on radius assessed as smooth opening, sharp edge on radius assessed as unidentified (tear) opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening extended is found with the following conditions: smooth edge on radius assessed as smooth opening, sharp edge on radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.